Event description:
Patient called lfs alleging that the one touch ultra meter would not power on. Patient reported that the last test was performed a month ago. No symptoms were reported at the time of concern. Patient exercised following the attempted use of the meter. Patient used a different meter and obtained readings between "60 mg/dl" and "70 mg/dl" at the time of concern. No medical care was sought from a healthcare professional. The customer service representative walked patient through troubleshooting. The patient replaced the meter batteries less than 1 year ago. The batteries were correctly installed and the battery contacts were in good condition. During troubleshooting, the patient pressed on the power button and the meter would not power on. There was no evidence that the meter contributed to a serious injury, however, the meter is being reported due to the unresolved power issue. The customer service representative replaced patient's meter.